Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during decontamination at the user facility the battery housing of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed through visual inspection as cracks in the battery compartment were found.

Event description:
It was reported that during decontamination at the user facility the battery housing of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.